Manufacturer narrative:
Insulin pump received with minor scratched display window, missing reservoir tube o-ring and completely broken off reservoir tube lip.

Event description:
Customer reported via phone call that part of the reservoir chamber popped off. Customer's blood glucose was 130 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.